Manufacturer narrative:
Cylinders performed within specifications.

Event description:
Info received on 9/29/97 indicates reason as pt developed 90 degree curvature with scaring and contraction of left corpora.